Event description:
Visual analysis of the returned device showed the delivery catheter to have been separated. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4) - the reported event of catheter material separation. Additional information was requested in regards to this case. From the responses received it was confirmed that it was "impossible to push the stent inside the micro catheter, the stent stayed inside the micro catheter", continuous flush was maintained and the patient did not have a tortuous anatomy. A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found that the microdelivery catheter had detached at the proximal shaft under the strain relief. The inner braid was still intact. The strain relief was stretched and wrinkled like an accordion. The stabilizer was kinked on its proximal shaft and appeared as if it had separated after kinking. The stabilizer was butted against the stent in the microdelivery catheter distal shaft. The stent was in the microdelivery catheter in its intended location. From the condition of the microdelivery catheter, it appeared to have been stretched due to extreme force used. A visual inspection of the stent and guidewire revealed no anomalies. No other abnormalities were noted. Based on the investigation and information provided, the damages noted to the device are indicative of stent deployment friction due to extremely high friction between the stabilizer, microdelivery catheter and/or stent in the system. It is not possible to determine the exact cause of the high friction as the anatomy was reported to be only slightly tortuous therefore excessive tortuosity is not the cause of the reported event. Therefore, the root cause of undeterminable was assigned to this event.